Manufacturer narrative:
(B)(4). Device 1 of 3. Quested med inc has limited info related to the patient's med history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical inc defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Refer to 1649914-2014-00033 and 1649914-2014-00034. The foreign hosp (B)(6) reported device malfunctions involving the aortic punch during three procedures. The clinician reported that in each instance, the punch failed to make the cut as desired, but instead when activated the release mechanism became stuck in the aortic wall. Another punch (different MFR) was used to successfully complete each of the procedures. There were no patient complications reported as a result of the alleged malfunctions. It is anticipated that the devices (3 in total) will be returned to the MFR for eval.